Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no display and unexpected battery out limit alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 and 503 mg/dl as well as insulin pump went blank and had a power loss alarm. Customer was called back after receiving a new battery cap. The insulin pump will be returned for analysis.